Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had pushing some insulin through the tubing manually. The customer¿s blood glucose was 110 mg/dl at the time of the incident. Customer states that they was checking for drops at the end of the tubing, but was not seeing drops 23.1 units came out, but still did not see any drops. Customer was able to get some insulin to flow through the infusion set or reservoir after manually pushing some insulin through the tubing. The insulin pump will not be returned for analysis.